Event description:
Pt complained of bleeding and pain (date of onset unk) following placement of essure micro-inserts. The physician observed that 1 device appeared curled up in the left cornua of the pt's uterus on a hysterosalpingogram test. A diagnostic hysteroscopy was performed in 2009, and it was confirmed that one device had curled up in pt's left uterine cornua; the device was removed with graspers without incident. A laparoscopy was also performed, at which time the second essure micro-insert was removed, and a tubal ligation performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.